Event description:
It was reported that the patient was hospitalized due to suspected right ventricular (rv) lead dislodgement. The representative followed-up on the device and noted high out of range shock impedance of approximately 150 ohms. Subsequently, the patient underwent a revision procedure and the rv lead was capped and abandoned. A new rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
3191 was used to cover the additional surgical intervention performed. Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was hospitalized due to suspected right ventricular (rv) lead dislodgement. The representative followed-up on the device and noted high out of range shock impedance of approximately 150 ohms. Subsequently, the patient underwent a revision procedure and the rv lead was capped and abandoned. A new rv lead was successfully replaced. No additional adverse patient effects were reported.